Event description:
It was reported that during procedure, there was a popping sound and, it was found that the fiber was black. The procedure was stopped. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation.

Event description:
It was reported that during procedure, there was a popping sound and, it was found that the fiber was black. The procedure was stopped. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation.